Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while the system was in the hallway, the gantry was closed, but the pendant displayed that the door status was open. Rep instructed to check the tube detector, and it confirmed that the t-handle hole was not properly aligned. Rep used a ratchet wrench to realign the tube detector, successfully getting the pendant to display the correct door status. There was no patient involvement.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.